Manufacturer narrative:
Philips service replaced the unit dig. Kv ma control, kv ma control module, and converter eq 1, calibrated the system, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that intermittent fluoroscopy failure occurred due to a converter short circuit on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.